Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self-test and excessive no delivery error test. No unexpected alarms were noted during testing however, displayable history crc check failed on startup alarm was found in the alarm history file due to corrupted history file. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube cracked and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.